Event description:
Needle-stick accident whereby the nurse pricked her hand with the needle [injury associated with device]. Needle-stick accident whereby the nurse pricked her hand with the needle [occupational exposure to product]. Case description: this serious spontaneous case from (B)(6) was reported by a consumer as "needle-stick accident whereby the nurse pricked her hand with the needle" beginning on (B)(6) 2018, "needle-stick accident whereby the nurse pricked her hand with the needle" beginning on (B)(6) 2018, and concerned a (B)(6) years old female patient (nurse) who was accidentally exposed to novofine 32g 6 mm reported as penneedle® 32g taper (32g x 6mm) (needle) from unknown start date due to accidental needle stick. Patient's height: 155 cm, patient's weight: (B)(6). Patient's bmi: 17.48200040. Medical history was not provided. The reporter mentioned that the nurse had a needle-stick accident on (B)(6) 2018 whereby the nurse pricked her hand with the needle. It was reported that the needle was a used needle and the patient who had used the needle had (B)(6) antibody. On an unspecified date, the nurse was evaluated for (B)(6) antibody and it was (B)(6). It was reporter that other blood tests (not specified) were also (B)(6). Action taken to novofine 32g 6 mm was not applicable. On (B)(6) 2018 the outcome for the event "needle-stick accident whereby the nurse pricked her hand with the needle" was recovered. On (B)(6) 2018 the outcome for the event "needle-stick accident whereby the nurse pricked her hand with the needle" was recovered . Batch number of novofine 32g 6 mm has been requested. No further information available reporter comment: reporter's causality: probable.

Event description:
Case description: investigation result: product: penneedle 32g taper (32g x 6mm). Batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission, the following was updated to the case; investigation result updated. Manufacturer's comment updated. Narrative updated accordingly. Manufacturer's comment: 28-aug-2018: as the device novofine 32g 6 mm needle has not been returned to novo nordisk a/s for investigation and very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in (B)(4). The reported events are listed. This single case report is not considered to change the current knowledge of the safety profile of novofine 32g 6 mm. Continued: evaluation summary: investigation result: product: penneedle 32g taper (32g x 6mm). Batch number: unknown. No investigation was possible, because neither sample nor batch number was available.